Event description:
The reporter stated that the product which had an expiration date of 06/31/2009 was implanted during a left wrist arthrotomy procedure on (B)(6) 2009. There has been no adverse outcome for the patient to date.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.